Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that, the insulin pump had prime rewind anomaly. The current blood glucose was 110 mg/dl. Customer stated that, when priming that the insulin continue to squirt out. Customer was not calling for technical troubleshooting. Customer reported that, the insulin continues to drip after letting go of the act button during the prime process. Instructed customer to attach a new infusion set and reservoir and re-start the priming process. Customer did not want to waste any supplies. Customer stated that he did not want to continue troubleshoot and wanted a replacement of pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime or fill anomaly noted during test.